Event description:
In january 31, 2006 the lay-user/reporter contacted lifescan alleging that the patient's one touch ultra meter was reading inaccurately high. The technical service representative (tsr) and medical affairs specialist (mas) corresponded with the patient in february 2006 to obtain/verify information. A pharmacist called lifescan to request control solution for the patient. The pharmacist reported that in january 2006 the patient got a reading of "7.9 mmol/l" at 7:30 am. The patient took his usual morning dose of "novorapid" insulin, 32 units. Typically in the morning, the patient eats toast and drinks tea but did not consume anything for breakfast on this particular day. Two hours later at 9:30 am, the patient started to feel "unwell" and called the paramedics. It is unknown if the patient tested himself using his meter at this time. While waiting for the ambulance, the patient only had a glass of water. The patient was unable to recall what value was obtained by the paramedics, what device was used, and if he received medical treatment in the ambulance. In the hospital, the patient got a result of "1.9 mmol/l" from an unknown device and was treated with glucose orally. After feeling better, the patient was discharged from the hospital the same day. The patient takes "novorapid" 32 units in the morning and at night. The patient stated that he had taken his insulin as prescribed on the day of the event. No changes were made to the patient's medication regimen as a result of the event. The tsr was able to verify that the patient has been cleaning his puncture sites correctly on his fingers. In addition he has been applying his blood properly to the test strips. However, the tsr was unable to verify that the patient's meter was coded properly. The meter, test strips, and control solution were replaced. Although it is not known if the patient tested his blood glucose when he developed symtoms and he took rapid-acting insulin without eating afterwards, this complaint is being reported since the patient received medical treatment for hypoglycemia.